Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent due to sui, irritative symptoms. It was reported that on (B)(6) 2012: patient underwent cystoscopy and excision of eroded urethral sling. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.